Manufacturer narrative:
The insulin pump passed self-test and displacement test. No unexpected audio / beep anomaly noted. The insulin pump was received with all buttons responding properly. However, slight moisture damage was found at keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a beeping noise coming from the insulin pump, sticky buttons, and a button error alarm. The customer's blood glucose level was 16.5 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.